Manufacturer narrative:
Follow-up #1: date of submission 04/17/2017. Device evaluation: the device has been returned and evaluated by product analysis on 03/24/2017 with the following findings: a review of the pump's black box data showed unexplained pump reboots following the clearing of cs 052/054 errors on the date of the event. During a visual inspection of the pump, there was evidence of moisture behind the display lens. Multiple cracks in the battery compartment were observed. No evidence of contamination was observed inside the battery compartment. The battery cap and cartridge cap were not returned. All testing was performed with test caps. A leak test was performed and leaks were found at the battery compartment cracks. During testing, the pump powered on with a test battery cap with audible tones and vibration alert functioning. However, the display screen remained blank. The pump case was removed, and there was evidence of moisture contamination throughout inside of pump. Further testing was not able to be performed due to the blank display caused by internal moisture contamination. During investigation, the complaint of the power issue was not duplicated or confirmed, however the unrelated blank display may give the appearance that the pump has no power; the complaint of the moisture issue was confirmed.

Manufacturer narrative:
The pump has been returned to animas but not yet evaluated. When the evaluation is complete, a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging that the pump had no power. The reporter noted that there was moisture present in the battery compartment. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no serious injury associated with this complaint.